Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the patient had a call service 011-2660 alarm. The patient disconnected the pump and removed the battery, confirmed date and time, and replaced battery. There was no reported patient impact associated with this complaint. The alleged product issue is not likely to cause an adverse event as the issue is generally obvious and detectable by the user. The pump user guide instructs the user to inspect the pump and confirm that it is operating correctly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact. However, during investigation of the product by animas, a dim/fading display with discovered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been evaluated by product analysis on 8/19/2013 with the following findings: animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the display screen was found to be faded, discolored, and difficult to read. A test screen was inserted and was found to be fully functional and fully illuminated with no visible signs of fading or discoloration.